Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that the ghost pocket and three medications kept sending. A technical support specialist (tss) spoke with the customer and confirmed that the station inventory matched the server and that reports showed accurate real time transactions. The issue was identified as a possible duplicate pocket on the carefusion coordination engine (cce). The case was sent to iest to review three med ids on the station. The tss dialed into the cce, reviewed examples, and confirmed ghost pockets. The entire station inventory was cleared from the cce database and repopulated. The customer was informed and asked to monitor the system, and the customer confirmed that it was working properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, ghost pocket issue on pocket 3np1, stating that three medications continued to send despite the par levels being correct. However, there were no delay to patient care and adverse events or injuries reported based on this incident.